Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the seal on the packaging of the device was open before use on patient. Another device was used to complete the surgery. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B(4). Date sent: 06/17/2025. D4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e24030012, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. D4: batch #759c82. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one cecr45g cartridge was returned inside its opened package; no defects were found on the packages. The seal area was examined and it was noted that both integrity and width were in good condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the packaging was already opened, no apparent damage was found on the packaging and the seal area was as expected. Device history review: a manufacturing record evaluation was performed for the device lot e24030012 and batch 759c82, and no non-conformances were identified.